Event description:
New information received notes the oversensing on right ventricular lead was observed in-clinic on 5/21/2019 and it caused inhibited right ventricular pacing. The patient felt symptomatic and dizzy during these events as the patient was 100% paced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an oversensing issue. The lead was capped and replaced on (B)(6) 2019. The patient was doing well post-procedure.